Event description:
The complainant reported that the patient endured ventricular tachycardia during pump support. Later, care was withdrawn and the patient expired.

Manufacturer narrative:
To determine the true root cause of the ventricular tachycardia the clinical information would need to be assessed in conjunction with evidence from the returned device. As the necessary information was not provided, the root cause of the ventricular tachycardia could not determined.